Event description:
Per mdrf, this sys was removed due to infection. Per biotronik rep, this device was removed due to erosion; however the leads were left in for the replacement device. The leads began eroding through the pocket as well, and they were removed, the exact date is unk. A temporary cylos vr, and setrox s 45, were implanted on the right until the infection clears. A replacement biv sys will be implanted. Medtronic 5076, 2002. Medtronic 6947, 2003. Medtronic 4193, 2003.